Event description:
The facility reports the client was placed on the stretcher attachment and the stretcher was then locked in position using the safety catch. The resident was raised and the stretcher bed tilted, causing the pt to fall out the side. The stretcher was then lowered and the safety catch released and inspected. The resident sustained a minor cut to the head. The date of the event was not reported.

Manufacturer narrative:
The lift was examined on-site by an arjo reporter and was found to be in fair condition. The unit was reported to be functioning ok. There appeared to be no deficiency on the device; last service was october 2006. The non-slip material had been removed from the stretcher. Also, the stretcher bed had rivets missing and was split, which may have occurred during the event. Although there is not sufficient evidence for the manufacturer to reach a single conclusion, info provided suggests a certain degree of user error was involved, which might possibly be related to altering the device. It could be feasible that, because of the removal of non-slip material on the stretcher, the pt skidded on the stretcher. The subsequent weight shift could have allowed for the system to become unstable, causing the pt to slide further and eventually drop. With the info at hand, the manufacturer cannot advise a corrective action towards the product other than attempting to make it more clear in the next issue of the operating and product care instructions not to modify the lift without the MFR's consent. This complaint will be trended for further reference, and the issue will be further evaluated. The personnel shall be reminded of the instructions for use of the lift.